Event description:
It was reported that the left ventricular (lv) lead had dislodged into the right ventricle. Attempts to extract the lead were unsuccessful due to subclavian obstruction. An intimal tear was noted as the lv lead could not be cannulated. The lv lead was abandoned and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD), (B)(6) 2009; 5076 implantable pacing lead, (B)(6) 2009. (B)(4).